Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, field data, in-house testing and device history record review of the alinity I toxo igg reagent lot 71075be00. Data review of the alinity I toxo igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71075be00. Historical performance of the alinity I toxo igg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. Therefore, no unusual reagent lot performance was identified. In-house testing of retained reagent kits of the lots 71075be00 was performed. All controls met specifications, and no false reactive results were obtained, indicating that the lots performed as expected. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I toxo igg reagent, lot 71075be00.

Event description:
The customer observed false reactive alinity I (toxoplasmosis) toxo igg results on a patient. The results provided were: on (B)(6) 2025, sid (B)(6) initial=49.9 iu/ml (> or = 3.0 iu/ml=reactive) /redrawn and repeated=< 1.0 iu/ml (< 1.6 iu/ml=nonreactive) . There was no reported impact to patient management.

Event description:
The customer observed false reactive alinity I (toxoplasmosis) toxo igg results on a patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial=49.9 iu/ml (or = 3.0 iu/ml=reactive) /redrawn and repeated=< 1.0 iu/ml (1.6 iu/ml=nonreactive). There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).all available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.